Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated they had itching at the site of sensor insertion. On (B)(6) 2016, patient visited their healthcare provider (hcp) to address itchy skin irritation being caused by the sensor. Upon examination, the hcp determined that irritation was a mild allergic reaction. No medications were prescribed, but mastisol was recommended. Affected area was treated with skin-tac. At the time of contact, the patient's irritation still persisted. No additional event or patient information was provided.